Event description:
During the index procedure one endeavor sprint drug-eluting stent was implanted in the rca. Approximately 12 months post index procedure the patient suffered acute cerebral infarction. Investigator assessed that the event was not related to the study device. Patient was treated with medication and recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.